Manufacturer narrative:
Batch review performed on 17 january 2023: lot 1903291: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department. Revision 1 year and 5 months after the tha, due to cup mobilization. Cup, liner and head were revised successfully. From radiographic images, radiolucent lines are visible, additionally, the lamina quadrilatera did not withstand the reaming and surgical preparation and therefore the acetabular cup could not reach sufficient stability. There is no reason to suspect a malfunctioning device.

Event description:
Revision surgery for cup mobilization (aseptic loosening) at about 1 year and 5 months from primary. Cup, liner and head revised successfully.